Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. It was reported that the patient was admitted on (B)(6) 2021 after the patient was found to be hypervolemic at a clinic visit and was treated with a diuretic. Right ventricular (rv) failure was confirmed through echocardiogram. The patient had a history of right heart failure/decreased rv function prior to implant; however, it was thought that the right heart failure and decreased right ventricular function had progressed following implant. The patient also experienced mildly elevated creatinine. From (B)(6) 2021, the patient was experiencing continued difficulty with hypervolemia. On (B)(6) 2021, the patient was discharged home. Treatment would be continued until a further evaluation indicates improvement. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction, " lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," includes suggested treatment options for patients with right heart failure. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted after they were found to be hypervolemic at a clinic visit. The patient was administered 80 grams of lasix IV followed by a lasix drip at 20 mg/hr. On (B)(6) 2021 lasix was stopped. Right heart strain/ echocardiogram confirmed decreased right ventricular function. The patient had a history of right heart failure/ decreased right ventricular function on (B)(6) 2020. The patient had previously been treated for right heart failure prior to that date as well. However, it was thought that the right heart failure and decreased right ventricular function had become worse following left ventricular assist device (lvad) implantation. The increased preload to the right ventricle was likely to have played a role in the worsening of the patient's underlying/ pre-existing right heart failure and right ventricular failure. On (B)(6) 2021 the patient was switched from lisinopril to hydralazine due to mildly elevated creatinine. From (B)(6) 2021 the patient was experiencing continued difficulty with hypervolemia, upped dibutylamine. Dibutylamine would be continued at 2.5 mcg/ml/min until a further evaluation indicated improvement. On (B)(6) 2021 the patient was discharged home.